Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. During the unpacking of a 3.00x20mm promus element¿ plus drug-eluting stent, it was noted that the tip of the stent was visible as if an extension at the top. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the profile with no signs of overlapping or raised stent struts. The bumper tip was stretched for total length of 12mm, the tip was flattened and kinked, distal edge of tip showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There were several kinks throughout the hypotube of the device. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During the unpacking of a 3.00x20mm promus element¿ plus drug-eluting stent, it was noted that the tip of the stent was visible as if an extension at the top. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.